Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rocque, b. G., waldrop, r. P., shamblin, I., arynchyna, a. A., hopson, b., kerr, t., johnston, j. M., rozzelle, c. J., <(>&<)> blount, j. P. (2020). Shunt failure clusters: an analysis of multiple, frequent shunt failures. Journal of neurosurgery. Pediatrics, 1¿7. Https://doi.org/10.3171/2020.7.peds20199. Medtronic received a literature report in which the purpose was to identify the prevalence and associated risk factors of clustered shunt failures, defined as 3 or more ventriculoperitoneal shunt operations within 3 months. Among time independent variables, etiology of hydrocephalus, stenosis etiology, younger gestational age at birth, history of a temporizing procedure, and smaller head circumference at time of initial shunt placement showed significant association with shunt failure cluster on univariate analysis. Of the 369 patient's with delta valves used, 23 experienced cluster failures. There were also 16 infections related to delta valve use, with 7 cluster failure infections. There was 1 cluster failure in the "other" valves used, of which one was a strata valve. There was also 1 cluster infection in the "other" valves used, of which one was a strata valve. It is unknown if the strata valve was related to the issue.